Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02102. It was reported the pt is not receiving effective stimulation therapy from her scs system. An sjm met with the pt and a system diagnostics revealed multiple invalid contacts on the pt's right scs lead. Reprogramming did not resolve the issue. Fluoroscopy imaging taken showed the pt's scs leads have not migrated. The pt's physician has decided to revise the leads. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.